Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked on (B)(6) 2025, 10:30 am. While preparing for intravenous infusion, the nurse used a standard closed-system intravenous catheter. During the air-check procedure, leakage was detected along the catheter wall. The faulty catheter was immediately discarded and replaced with a new closed-system intravenous catheter. The infusion was completed successfully.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.